Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was revised due to an insulation breech. It was noted that the lead was partially removed and replaced. No patient complications have been reported as a result of this event.